Event description:
It was reported that the fiber was connected to the laser when a sound was heard, and the tip was found to be burned. The product did not come into contact with the patient. The procedure was completed with another fiber. There was no report of patient complications.